Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed 1 opening assessed as unidentified (tear) opening. (Shell thickness was within specification). Missing shell assessed as inconclusive. ¿ pain: unable to observe as it is not related to the device. ¿ cyst: unable to observe as it is not related to the device. ¿ lump/ nodule: unable to observe as it is not related to the device. No other observations observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported rupture, "pain in the left breast¿, ¿several cysts¿, ¿light fibrocystic area¿, ¿a bi rads 3 mass was identified at the 2 o¿clock position in the left breast 5 cm from the nipple and measuring 7x3x6 mm¿, and ¿benign mass at the 2 o¿clock position on the left¿ diagnosed with ultrasound. This relates to the left side. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Explant date not reported. Photo analysis: visual analysis of the photographs identified, it is not possible to determine, the lot number or catalog number through the photos provided. Rupture-breast: observed, opening on the device. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Pain-breast: unable to observe, since it is not related to the device. Cyst-breast: unable to observe, since it is not related to the device. Lump/nodule-breast: unable to observe, since it is not related to the device. No additional observations are performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture, "pain in the left breast¿, ¿several cysts¿, ¿light fibrocystic area¿, ¿a bi rads 3 mass was identified at the 2 o¿clock position in the left breast 5 cm from the nipple and measuring 7x3x6 mm¿, and ¿benign mass at the 2 o¿clock position on the left¿ diagnosed with ultrasound. This relates to the left side. Device remains implanted.